Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 71 mm diameter fusiform abdominal aortic aneurysm approximately one month ago. The aortic neck was 19-20 mm in diameter, 6 mm in length with 80 degree angulation. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 16 mm in diameter. Due the short and angulated aortic neck the physician elected to implant a bare metal stent in the left renal artery, which was lower than the right renal artery followed by implant of the bifurcated stent graft just below the right renal artery. Then the iliac stent grafts were deployed. On final angiogram there was no endoleak observed. One week post implant an angio was done and revealed a proximal type I endoleak. The patient will be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (short angulated aortic neck); failure to follow instructions (stent graft was implanted in a patient with a short and angulated aortic neck) evaluation codes. Conclusion: device failure/lack of effectiveness related to patient condition (short angulated aortic neck); operational context contributed to event (stent graft was implanted in a patient with a short and angulated aortic neck).